Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device powered up with an abnormal noise from the device fan assembly and s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. The probable cause was due to a broken fan assembly. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history and the fan produced an abnormal noise. No additional information was provided.